Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the ramus was treated. Approx 1 day post index procedure the patients cardiac enzymes were elevated. Cec assessed mi as a non q wave mi (target vessel), mdt extended historical peri pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
The index procedure was prompted by unstable angina. Cec adjudicated the event date as (B)(6) 2017. The ramus was the location to first indicate mi, revascularisation or stent thrombosis. Lot number of index device received. Patients weight, race and ethnicity received. If information is provided in the future, a supplemental report will be issued.